Event description:
Customer's mother reported two hospitalization events. The first hospitalization was due to bent cannula. The second hospitalization was due to high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.